Event description:
It was reported that the customer experienced elevated blood glucose levels. Troubleshooting was performed and pump appears to be functioning as expected. Reportedly, when customer began using a new vial of insulin, blood glucose levels began to decrease.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.